Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed the separation to have a central groove indicating contact with sharp instrumentation, such as a needle. No functional abnormalities were noted with the pump of cylinder 2. As these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. Based on the short period of time in-vivo, it was concluded that the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - reservoir. Potential hole in cylinder.